Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete. Device discarded.

Event description:
It was reported that during a surgical procedure, the blade broke in half. It was further reported that the broken fragment was retrieved and the blade was replaced. It was also reported that there were no medical intervention, no delays and the procedure was completed successfully. No adverse consequences were reported as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting product return.

Event description:
It was reported that during a surgical procedure, the blade broke in half. It was further reported that the broken fragment was retrieved and the blade was replaced. It was also reported that there were no medical intervention, no delays and the procedure was completed successfully. No adverse consequences were reported as a result of this event.